Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the power plug. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 7700 system intermittently would not power up. It was also noted that there was a visible flash at the plug end. There was no report of patient injury.